Manufacturer narrative:
Device evaluated by MFR: investigation completed. Returned device consisted of a sterling mr balloon catheter. The balloon was folded loosely. There was blood in the balloon and inflation lumen. Inspection revealed a pinhole in the balloon material located 38 mm from the tip of the device. Microscopic inspection found the remainder of the device free of damage.

Event description:
Reportable based on device analysis completed on 12-dec-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the external iliac artery. During percutaneous transluminal angioplasty, an fg sterling mr balloon catheter was used. However, the device was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed balloon pinhole. Device evaluated by MFR: investigation completed. Returned device consisted of a sterling mr balloon catheter. The balloon was folded loosely. There was blood in the balloon and inflation lumen. Inspection revealed a pinhole in the balloon material located 38 mm from the tip of the device. Microscopic inspection found the remainder of the device free of damage.